Event description:
The balloon was used to dilate a in-stance restenosis and upon reaching burst pressure, the balloon ruptured circumferentially. Half of the balloon material went missing in the pt. The device was removed but the segment that separated was not removed. (B)(6) 2012, the segment was found in the graft material and removed. Segment removed from the pt. The pt has been discharged and ok.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.